Event description:
It was reported that the user paired a dexcom g7 sensor to their phone but not to the ilet pump, initially using the sensor code in the ilet app rather than the g7 app, resulting in intermittent communication failure associated with the electrical/magnetic interface, including the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, consistent with intermittent communication failure involving the antenna/electrical-magnetic communications pathway; the user was guided to toggle g6/g7 settings, restart the pump, and re-enter the pairing code, after which they were advised to wait for readings. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.